Event description:
It was reported through the research article ¿clinical outcomes of left ventricular assist device bleeding complication¿ that heartmate 3 (hm3) may be associated with pump exchange, bleeding, death, and transplant. This retrospective study evaluated 78 patients who underwent continuous flow left ventricular assist device (lvad) implantation and hemodynamic ramp test after lvad implantation between jul2017 and jul2023. Patients whose hemodynamic ramp tests were not performed before hospital discharge and those implanted with a right ventricular assist device/biventricular assist devices were excluded. Additionally, 8 patients were excluded from the study due to perioperative death after left ventricular assist device implantation and 2 patients were excluded due to pump exchange during the perioperative period. 2 patients were also excluded from the trial due to having catecholamine support. Of note, 19 patients with a heartmate ii and 20 patients with a device other than the heartmate ii or 3 were also included in the analysis results, patient background information, and outcomes. The study investigated the preoperative characteristics and hemodynamics at hemodynamic ramp tests in terms of the occurrence of bleeding complications. The study hypothesized that hemodynamics after lvad implantation may influence the occurrence of bleeding complications after lvad implantation. The average patient age at time of lvad implantation was 53 (41-59, p=0.12). 21 patients were female, 57 were male. The mean follow up duration was 1015+/- 576 days. 13 patients had bleeding complications after lvad implant. Bleeding complications were identified as events that resulted in hospitalization for invasive treatments, such as endoscopy, surgery, and interventional radiology, and/or necessitated the transfusion of at least 2 units of packed red blood cells within 24 hours of the event. The rates of freedom from bleeding complications at 1, 3, and 5 years were 94%, 85%, and 74%. 6 patients experienced gastrointestinal (gi) bleeding, 3 patients experienced nose bleeding, and 2 patients experienced an intraperitoneal hemorrhage. 1 patient experienced hematuria, and 1 patient experienced a femoral subcutaneous hematoma. Of the 6 patients that had gi bleeds, 3 underwent endoscopic hemostasis and 1 underwent interventional radiology for hemostasis. 1 of the 3 patients with a nosebleed underwent hemostasis in the kieselbach area. Of the 2 patients that experienced intraperitoneal hemorrhage, 1 underwent open abdominal surgery and the other underwent laparoscopic surgery for hemostasis. Echocardiograms of the patients both with and without bleeding were taken. The center found that high preoperative brachial-ankle pulse wave velocity (bapwv) and high systemic vascular resistance (svr) in the hemodynamic ramp test were significantly associated with bleeding complications after lvad implantation. Arteriosclerosis was also found to be a risk factor for bleeding complications after lvad implantation.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown, details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01jul2023 as data was collected between jul2017 and jul2023. Section e1: reporter phone number (B)(6). Author information: imaoka, s., yoshioka, d., saito, s., kawamura, t., kawamura, a., toda, k., & miyagawa, s. (2025). Clinical outcomes of left ventricular assist device bleeding complication. Asaio journal (american society for artificial internal organs : 1992), 71(3), 229¿234. Https://doi.org/10.1097/mat.0000000000002317 osaka university graduate school of medicine, suita shi, osaka fu, japan. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.